Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
A report was received stating there was a choking hazard event associated with the farrel bags. The reporter was unable to confirm the number of times this event has occurred. The roller clamp ball easily becomes dislodged and can then be replaced. While at home, a clamp became dislodged and was found in the patient's mouth. No additional information was provided.